Manufacturer narrative:
The depuy warsaw material research fellow examined the polyethylene tibial insert and confirmed the reported wear. The femoral and tibial tray components were not returned. The root cause of the loosening could not be determined. The wear on the tibial insert suggest the presence of third body debris. The investigation could not identify any evidence of product contribution to the reported event. The need for corrective action was not indicated.

Event description:
The patient was revised, due to poly wear of the insert and loosening of the femoral and tibial components.